Event description:
Device issue: failure to deploy - clip. Time of device issue: after vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, approximately two hours after uneventful arteriotomy closure with the access site reported as "dry," the patient developed hypotension and arterial bleeding. The patient was transfused with two units of blood and the artery was surgically sutured to achieve hemostasis. The starclose se clip could not be located. The physician believed that the clip did not deploy. The patient was reported to be discharged the next day with complete resolution of the hypotension. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.